Event description:
Adverse event(s): "unexpected postoperative outcome" (postoperative refraction, unexpected). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens implant surgery. The iol was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/29/2010, 07/30/2010, 08/02/2010, 08/04/2010, 08/09/2010, and 08/17/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).